Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
All of them have the string connect to the end you put in... Barely any string to pull [device physical property issue] case narrative: consumer reported via email that the tampon string was connected to the insertion end. No injury was reported.